Event description:
The facility stated that the surgeon implanted a aa4203tf toric silicone lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. It was unknown what caused the lens to tear. The facility was unable to provide the injector and cartridge model and lot numbers.